Manufacturer narrative:
An event of device migration was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. However, it was noted that the embolism was due to changing left atrial pressure. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 12f amplatzer torqvue 45x45 delivery sheath. The landing zone measurements at the 0, 45, 90, and 135 degree angles were 19, 20.5, 20, and 21.5mm.the patient's left atrial pressure was 15mmhg. 1000ml of fluid was administered during the procedure. Trans-oesophageal echocardiogram (toe) and fluoroscopy were used during the procedure. The device was re-captured once to position on a better axis. A tension test was performed. Close criteria were met. The compression of the device was tire-shaped. The device was implanted. Several hours post-procedure on transthoracic echocardiogram (tte), the device embolized into the left ventricle. Several attempts were made to re-capture the device with a transcatheter snare but were unsuccessful. The patient was transferred to cardiac surgery and the device was explanted. The user believed the device embolized due to changing left atrial pressure. The patient status was stable.